Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was damaged 31.5 cm from the connector. The device was received in a drainage tube, which prevented internal calibration and linearity/hysteresis tests. The device passed all electronic, noise, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
(B)(4). Review of the finished good manufacturing records found no discrepancies when the device was released to stock.

Manufacturer narrative:
It was previously reported that the device would not be returned. The device was subsequently provided for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor would not monitor data. Another sensor was used to complete the procedure. There were no reports of delays or adverse consequences.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation; however, multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.